Manufacturer narrative:
The assignable root cause was determined to be due to misuse and/or abuse.

Event description:
It was reported that during a spine surgical procedure, it was observed that the motor device produced an e6 error code when in use with a console device. According to the report, the motor device was switched out with an identical spare device. There were no delays to the surgical procedure. The surgery was completed successfully with the spare motor device and the actual console device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed that the console displayed the e6 error when in use with the device and the air pump comes on right away. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.